Event description:
On (B)(6) 2012, abbott point of care was contacted by a customer regarding act celite cartridges that yielded discrepant results. The customer states that patient came to cath lab, procedure was completed, patient was sent to ICU then expired. The customer did not have time sample was tested, results or heparin dose. Abbott point of care believes that though a malfunction does not exist at this time. However, the customer stated when asked by an abbott point of care technical support specialist that the doctor believed the act results were related to the death. There is no further patient information available at this time.

Manufacturer narrative:
(B)(4)